Event description:
The customer sometimes has a bleeding from the urethra after catheterization.

Manufacturer narrative:
The customer has contacted the urologist. The urologist thinks that the bleedings may be a side effect of the marcumar. A known side effect of anticoagulant drugs is increased risk of having bleedings.